Event description:
It was reported that during an initial implant, the right ventricular lead had resistance in advancing and positioning. Thresholds were high after several attempts at placement. The lead was then difficult to remove. Once removed, it was noted that there was a small area near the ring where the insulation appeared compromised. The lead was not used, and a new lead implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled and the lead appeared damaged at implant. The analyst commented that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.